Manufacturer narrative:
(B)(4). The device was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube.

Event description:
The customer reported via phone call that the crack at the battery side of the insulin pump. The customer¿s blood glucose level was 114 mg/dl. Troubleshooting was performed for damaged. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.